Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff device was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and the manometer was performance tested. Results: visual inspection of the returned neopuff revealed that the gas inlet port and the upper and lower end caps on the enclosure were cracked. Performance test of the manometer revealed that it was out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to (B)(6) until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The nature of the cracking on the gas inlet port suggests that the damage was caused by impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution.

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the gas inlet port on the rd900 neopuff infant resuscitator was cracked. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device was recently returned to our service centre in (B)(6). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the gas inlet port on the rd900 neopuff infant resuscitator was cracked. This was reported prior to patient use.